Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn: (B)(4)) displayed a user advisory 18 (max take-up revolution exceeded) error message during a shift check. After replacing the lifeband, to troubleshoot the issue, it was reported the lifeband will not retract. There was no patient involved.